Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event it was reported that during an unspecified surgical procedure the motor device would not lock the angle attachment device when used together. It was reported that there was no delay due to the event as an identical spare motor device was available for use. There were no reports of injuries, medical intervention, or prolonged hospitalization. The reporter stated that the event occurred in (B)(6) 2015; however, the exact day of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.